Manufacturer narrative:
(B)(4). The service enginneer verified the customer complaint and replaced the control board to resolve the reported issue.the ventilator then passed all performed testing and calibration per the service manual.

Event description:
It was reported that during set up when a remote alarm cable was connected to the back of the ventilator, it would not communicate any information when an alarm was activated in the ventilator. There is no reported patient involvement associated with this event.